Event description:
The customer reported that the live images were gray and appeared to be subtracted. The images were unusable and another system was used to repeat the exam. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.